Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that elevated blood glucose (bg) levels were experienced during supply changes. The customer would deliver a correction bolus which would lead to their bg levels declining faster than expected. No exact bg values were provided. Tandem technical support advised the customer to speak with their healthcare provider in regards to insulin sensitivity.